Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the perfusion system failed preventative maintenance inspection. There was an intermittent connection around the sensor head of the ultrasonic level sensor (yellow). There was no patient involvement.